Manufacturer narrative:
Follow-up #1: date of submission 07/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/02/2015 with the following findings: call service 052 and 054 alarms were observed in the black box and alarm history. The pump powered on to a blank display screen. Software was reloaded to the slave processor and the pump was then able to power on and to display the normal verify screen.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.